Event description:
It was reported surgical intervention was undertaken to explant and replace the patient's ipg due to the device reaching its end of life. The patient reportedly lost stimulation prior to the replacement procedure. Based on the program setting provided, this issue is indicative of premature battery depletion. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Evaluation results: complaint was confirmed for "battery depletion." As received, the returned ipg did not communicate with a test standard patient programmer and displayed: ipg communication error 2500 warning message. Per event details "tm dave ward reported that the patient's ipg reached eol after 10 years and was replaced with an eon c on (B)(6) 2013." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.